Manufacturer narrative:
Novocure medical opinion is that a contribution of the array placement to the wound infection cannot be ruled out. Contributing factors for wound infection in this patient include: concomitant dexamethasone use (impaired wound healing and increased risk of infection are listed as side effects. Source: dexamethasone prescribing information), prior radiation, underlying cancer disease and prior surgery affecting skin integrity. Wound infection is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm).

Event description:
A 39-year-old female patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2025. On (B)(6) 2025, the patient informed novocure that she developed purulent drainage at the site of the surgical resection. The patient was evaluated by the healthcare provider (hcp) and prescribed unspecified oral antibiotics. The patient continued optune gio therapy avoiding direct contact of the arrays in the resection site area. Attempts to contact the prescribing physician for further details were made, but no response was received.

Manufacturer narrative:
On (B)(6)2025, novocure received additional information from the patient indicating that she would be unable to use optune gio therapy temporarily due to an infection at her surgical incision site. On (B)(6) 2025, the healthcare provider (hcp) reported that the patient had been hospitalized from (B)(6) 2025, for antibiotic treatment of a staphylococcal infection secondary to wound breakdown along the frontotemporal craniotomy incision (last surgical resection (B)(6) 2025). The patient was also receiving concomitant bevacizumab and/or corticosteroid therapy at that time. The hcp did not provide a causality assessment regarding the event. On (B)(6) 2025, the patient informed novocure that she was scheduled to undergo surgery on (B)(6) 2025, for wound washout and debridement of the exposed bone.